Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days post implant, the patient presented to hospital with chest pain. It was noted that the right ventricular (rv) lead had perforated. No effusion was seen on echocardiogram. It was also noted that the rv lead exhibited high and rising thresholds. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.